Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that clear liquid coming out of needle when plunger is depressed on thebd insulin syringes with the bd ultra-fine¿ needle. It was reported by the consumer that there is a clear liquid coming out of needle when plunger is depressed.

Manufacturer narrative:
Investigation summary no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2220442. All inspections and challenges were performed per the applicable operations qc specification.

Event description:
It was reported that clear liquid coming out of needle when plunger is depressed on thebd insulin syringes with the bd ultra-fine¿ needle. It was reported by the consumer that there is a clear liquid coming out of needle when plunger is depressed.